Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open repair of parastomal hernia. According to the reporter: the stapler was fired on the bowel and the tissue would not release. Add'l tissue was resected by surgical team. No harm to the pt.